Manufacturer narrative:
Integra has completed their internal investigation on 08/02/2016. The investigation included: methods: -evaluation of actual device. -review of device history records. -review of complaint history. Results: evaluation of device: during investigation, a broken threaded drawbar (437a2410) from a standard adaptor was received. The skull clamp was not sent in for investigation. A DHR review cannot be performed at this time as the lot number was not provided and this part is not etched with a lot number. A two year lookback in complaint system for this reported failure and or related to "cracked or broke " for this product ID shows that 2 complaints were received including this case. No new design or manufacturing trends have been identified. This issue will be monitored. In summary: engineering and repairs were able to verify the customer complaint. The root cause cannot be attributed at this time. There is a chance that the fracture was caused by a physical impact (i.e. Drop) during process at the customer¿s site. The age of the unit is unknown as the work order/lot code information were not provided. This will be monitored for trending.

Event description:
On (B)(6) 2016, the customer initially reported that the swivel adapter had broken. Additional information was then received on 09may2016 with the following: the unit had broken without any force or trauma. It was described as the device simply fell apart when they were trying to tighten the knob. At the time the issue occurred, no skull clamp was attached to the unit or patient. Additional information has been requested.